Manufacturer narrative:
One osseotite® tapered implant 5 x 10mm (nt510) was returned for investigation. Visual inspection of the as returned product identified minimal wear about the implant threads, and mount. The mount screw however was badly damaged and the drive feature completely stripped. Functional testing was performed for the returned product and it was determined the mount screw could not be disengaged from the implant body due to the drive feature damage. The mount therefore could not be disengaged. No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported product was located on tooth # 19 and was removed the same day. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2019012051. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019012051) for similar event and no other complaint was identified. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event (stuck mount) or product (nt510). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. Initial reporter email address, fax number: not provided.

Event description:
It was reported that implant mount (nt510) could not disengage from the implant. Procedure was completed with another implant.